Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in her tubing. The patient's blood glucose at the time of incident was 261 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The size of the bubbles were described as comparable to champagne bubbles. The customer confirmed that the air bubbles may have been caused by her rewinding the reservoir in place. The location of the bubbles were closer to the reservoir, and that there were also bubbles inside of the reservoir. The air bubbles issue was resolved by an infusion set change; the air bubbles did not persist. The suspect reservoir was not returned or replaced.